Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer reported that the tubing bubbled - air bubbles / air in line issue could not be verified due to the product not being returned for failure investigation. A device history record review for model #2420-0007 and lot number # 22026061 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set for the lots # 22026061. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that during use of the bd alaris¿ pump module smartsite¿ infusion set the tubing had air bubbles in it. The following information was provided by the initial reporter: went to hang patients antibiotics (abx) on primary tubing, put tubing into ear and programmed pump then connected to patient. Abx began to run for a few minutes then alarmed occlusion on patient side. Checked patient for kink in tubing then opened ear to check tubing and saw that tubing had bubbled inside the ear. Tubing removed and unhooked from patient and new abx bag ordered from pharm.